Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The seal and tension spring assembly were returned inside the loading device. The delivery device was not returned. The seal was observed to be in the loading device window. Sign of blood was observed on the back of the loading device. The seal and tension spring assembly were taken out from the loading device for inspection. No crack/delamination of seal was observed. The seal was completely in tact. No other failures were observed. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during procedure for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.